Event description:
Healthcare professional reported right side deflation. Device explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: partial delamination of the valve, broken shell, and missing shell (0-25%). Leak test and microscopic analysis was performed which identified: partial delamination of the valve and striated broken on anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: partial delamination of the valve assessed as adhesive failure. Striated broken on anterior assessed as surgical damage. Missing shell assessed as inconclusive.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device explanted.